Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer's service technician observed error code battery not charging fault in the device¿s event log. The manufacturer's service technician replaced the detachable battery to address the issue. After the part was replaced on the device, the manufacturer's service technician performed a final and run-in tests, along with the battery and valve checks on the device. The manufacturer's service technician determined the device was operating properly, and it was cleaned.